Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the battery normal end of life, no telemetry and no output. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A computer longevity estimate was completed based on the information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported premature battery depletion, wherein a consumer¿s implantable neurostimulator (ins) expired in one (1) year. Initial programming was at 8v. It was noted that the hcp worried about the few duration of the battery. The hcp replaced the ins with initial programming at 5.4 v. The issue was noted as resolved. The consumer¿s medical history included colon cancer. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the battery lasted only one year and the consumer could not due the replacement before the replacement date. It was noted that programming could not be read, because the ins could not connect and could not read the ins with the clinician programmer. It was unknown if any interrogation printout or data was available.